Event description:
It was reported that the patient presented to the clinic and the defibrillator exhibited backup vvi operation. On (B)(6) 2017 a device software download was performed which restored normal device function. The patient was in stable condition.